Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and the pad-pak was subsequently removed. A pad-pak was inserted on (B)(6) 2010 and the device performed successfully until (B)(6) 2011. On (B)(6) 2011 manual events of 10 minutes duration started to occur and continued until (B)(6) 2011. The device went into fault mode until (B)(6) 2011 when a new pad-pak was installed. Manual events continued up to (B)(6) 2011. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.